Event description:
It was reported that (2) tct75 were used during an lobectomy procedure. It was reported by the rep that the surgeon attempted to fire two tct75 instruments. Both instruments jammed and would not fire. It is unknown how the case was completed and there was no consequence to pt.